Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a compressor to be used in a tlif. It was reported that the compressor cannot hold the set screw and cannot be separated. There was no patient involved in the event. No further complications were reported/ anticipated.

Manufacturer narrative:
Product analysis: part # 7578195, lot # ot16f038 visual and optical inspection confirmed one of the retaining tabs has broken from the hex tip of the retaining driver. The damage to the instrument is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.